Event description:
Additional information received indicates that the patient experienced ineffective therapy. Effective therapy was restored and impedance issue was resolved post op.

Manufacturer narrative:
Date of event and therapy date are estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-12630. It was reported that the diagnostics revealed high impedance on the extensions. As such, surgical intervention took place wherein the extensions were explanted and replaced with new extensions to address the issue. During the procedure, the physician noted the extension was twisted. It is suspected that the patient might had manipulated the extension. Therapy was confirmed post operatively.